Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified that the tip was broken at the transition with the peek housing. During the procedure toward the end of the case, blood was noticed inside the clear tip of the catheter. The case was able to be completed without replacing the catheter. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the tip was broken at the transition with the peek housing, adhesive residues were observed at the area, no manufacturing deficiencies were found, additionally, reddish material around the transition and inside the pebax was observed, however, no damage in the pebax was found. The broken tip issue may have allowed the reddish material to enter all the way to the pebax area; therefore, it could be related to the issue reported. A manufacturing record evaluation was performed for the finished device 31444115l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax and broken tip issues could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the broken tip could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).